Event description:
There is some coating on the implanted iol from the cartridge supplied by amo for their sensar and tecnis brand iol to be used with emrald series unfolder. Though no serious adverse effect noticed it definitely looks frightening. Dates of use: 2007 -- 2008. Diagnosis or reason for use: to implant iol.